Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 4 of 4. Due to the large drain the patient called technical services the next day. A review of the patient¿s treatment records identified that the patient drained 5520 ml during drain 4 of the treatment. This drain volume is 221% the patient's prescribed fill volume of 2500 ml. At the time of the call the patient could get to the treatment records but was not able to get to the settings or the ready screen. Technical services attempted to calibrate the screen twice but the buttons would not respond. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the new cycler arrived the next day. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Corrected information: h.6. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. The calibrate touch screen check -upon powering on the cycler touch screen was unresponsive and the records and menus could not be accessed. The touch screen was calibrated. After the calibration, the touch screen was responsive. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 4 of 4. Due to the large drain the patient called technical services the next day. A review of the patient¿s treatment records identified that the patient drained 5520 ml during drain 4 of the treatment. This drain volume is 221% the patient's prescribed fill volume of 2500 ml. At the time of the call the patient could get to the treatment records but was not able to get to the settings or the ready screen. Technical services attempted to calibrate the screen twice but the buttons would not respond. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the new cycler arrived the next day. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.